Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set cannula crimped event on 06-dec-2024. The event occurred three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for 4 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.